Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 8.4mmol/l. The customer was advised the sensor isig was low. The customer was advised that low isig may be partially dislodges sensor or electro not seated properly into the fluid. The customer was advised to remove sensor. Customer was unable to remove it since she was working. The customer was advised we will send replacement sensors and to return defective sensor.